Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and the loss of prime alarm was not duplicated. Force calibration testing passed. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple loss of prime alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm